Manufacturer narrative:
.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for intractable spasticity and head/brain injury. The patient had a history of pump flipping in 2015. It was unknown how the pump flip was confirmed. It was unknown if there was suture/securing issue. There were no reported symptoms. The pump was subsequently replaced (unknown date). No further information was provided. Additional information was requested from the manufacturer representative, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
It was previously reported that the pump which had flipped had been replaced on an unknown date. Information provided at that time noted an elective revision surgery was done on (B)(6) 2016 on the patient's "replacement pump", which reportedly had no allegations of pump flipping. Information later received from the hcp clarified that this patient has only had one pump, and the pump had a history of flipping. For this reason, the information regarding the revision surgery on (B)(6) 2016 to relocate the pump was added to this event.

Event description:
Additional information received reported that the other medications the patient was taking at the time of the event included oral baclofen. The patient's therapy was noted as intrathecal baclofen (itb), but the pump was reported to have contained saline. It was confirmed that the patient has had the same pump implanted since 2015. The pump had not been replaced, but the patient had surgery on (B)(6) 2016 to relocate it from the lower quadrant to above the rib cage. Because of the history of the pump flipping, the hcp decided to move the pump to the rib cage to prevent flipping. The surgery was noted to have been preventative in nature. The patient had no symptoms. Troubleshooting included moving the pump site. The cause of the pump flipping was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.